Manufacturer narrative:
The device history record review of the laser fiber confirmed it was produced without variations or deviations in the process, and that the fiber passed the 100% power test, proving the functionality of the fiber. An analysis of past complaints was conducted, and at this time there is no identifiable trend in diode fiber breaks. The suspect device was not returned for evaluation. The risk related to a fiber break, is a medium risk with no further actions required as current controls mitigate the risk to acceptable levels.

Event description:
Dmta received a medwatch report that stated at the end of a laser procedure, a fragment from the laser fiber was noted inside the patient.